Event description:
Through journal article ""clinical manifestations and surgical management of breast implant-associated anaplastic large cell lymphoma: beyond the nccn guidelines", healthcare professional reported "bia-alcl¿, ¿fluid build up¿, ¿fatigue¿, and ¿multiple palpable masses in the right breast and palpable right axillary lymphadenopathy.¿ healthcare professional additionally reported ¿night sweats, a 15-pound weight loss¿, ¿significant anemia¿, and ¿leukocytosis"; these events are not device related. Pathology has not been received and the markers of cd30+ and alk- have not been reported/confirmed. Device has been explanted. This represents the right side. Treatments: antibiotics, bilateral capsulectomy, and eight cycles of brentuximab in the adjuvant setting. Patient is without evidence of disease after four years of follow up evaluation.

Manufacturer narrative:
Article citation: lillemoe, heather a., et al. ¿clinical manifestations and surgical management of breast implant-associated anaplastic large cell lymphoma: beyond the nccn guidelines.¿ annals of surgical oncology, 2022. (B)(4). The events of lymphoma-alcl-suspected and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "bia-alcl¿, ¿fluid build up¿, ¿fatigue¿,¿multiple palpable masses in the right breast and palpable right axillary lymphadenopathy¿ ,¿night sweats, a 15-pound weight loss¿, ¿significant anemia¿, and ¿leukocytosis.